Event description:
The customer reported that they gave the first medication before schedule and then acknowledged it - order has been scheduled a second time by system, and a second dose of medication was given.

Manufacturer narrative:
The customer reported that after giving a first dose medication before its scheduled time and acknowledging the change, the order was scheduled a second time and a second dose of medication was given. The initial evaluation of this report supports that medication orders entered through this software, a pt could receive an additional unintended dose of medication within a 24 hour period. This is caused by a software defect in icip rev. D. If this recurs, it could lead to a mistreatment or lack of treatment and therefore, could result in a serious injury or death. Philips is in the process of obtaining additional information regarding this event, and the complaint is still under investigation. A final report will be sent once the investigation is completed.